Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the dc adapter was not being recognized by the controller and thus was not providing power. The adapter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller dc adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller dc adapter passed visual examination and functional testing. The controller dc adapter was recognized by the controller and it was able to properly provide power. As a result, the reported event could not be confirmed. A possible root cause of the reported event can be attributed to a marginal connection between the controller and controller dc adapter. If information is provided in the future, a supplemental report will be issued.